Manufacturer narrative:
One device was returned for analysis. Visual inspection found a buckled upstream occlusion seal. Functional and visual tests were performed and the reported issue was confirmed. Multiple cassette not attached properly alarms occurred during testing. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the upstream occlusion sensor/seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a cassette error. There was an issue with the locking mechanism. During physical inspection, it was found that the upstream occlusion seal buckled. There was no patient involvement, no patient injury was reported.